Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), which was part of the shortened replacement window (srw) advisory, originally communicated (B)(6), 2007, had a monitoring battery voltage of 2.58 v after 35 months of implant. It was unknown when the device reached 2.65 v. A boston scientific crm technical services (ts) consultant recommended that a save to disk be performed and sent in for analysis. It was also noted that the patient had atrial tachycardia at rates of 135-150 beats per minute and the patient was in and out of atrial tracking rate (atr). The clinician saw as/vp-fb, as in parenthesis and wanted to know if these were counted. Subsequently a save to disk was received on (B)(6), 2008. Analysis of the disk concluded on (B)(6) which cleared the device from exhibiting srw advisory behaviors. Some time later, the device was explanted and was returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Technical services advised that the device follow-up intensify to monthly as the device could be exhibiting premature battery depletion consistent with the advisory. No adverse patient effects have been reported. Ts explained that as in parenthesis is counted, but in brackets is not. Ts discussed the program settings. At this time, no additional information is available and records indicate that this device remains implanted. If additional information becomes available, this event will be updated. Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.